Event description:
It was reported that the device was explanted after implant duration of approximately 65.1 months, due to aortic regurgitation and valve dehiscence. Information learned from implant patient registry and from the operative report received from the health care provider's response. It was also reported that there were two other devices implanted. Please reference medwatch reports filed under patient identifier.

Event description:
The customer states that one patient sample generated architect ca 125 assay results of 117, 118.5 and 115.6 u/ml. The sample was sent to another laboratory where it generated a result of 14 u/ml with another methodology (not documented). Several different samples generated the same results. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). No returns were available from the customer site for this investigation. Product evaluation testing was not be performed because the assay reagent lot number is unknown. Review of complaint report records did not identify any issues that would indicate that the architect ca 125 ii assay is not performing according to its intended use and labeling claims, therefore, further investigation is not required. A complaint tracking and trending review was conducted for this assay. A higher than normal complaint activity from (B)(4) 2009 was found. Although the reagent lot number is unknown for this complaint investigation, other complaints were found that were related to the issue described in this current complaint. The investigations conducted for these complaints did not identify a deficiency with the architect ca 125 ii assay. No further investigation required. During this investigation, we did not identify any additional issues requiring further investigation. The architect ca 125 ii package insert (version 016-622 5/07) contains adequate information to address this customer's issue. The current investigation did not identify a product deficiency. A review of complaint tracking and trending reports did not find any issues with the architect ca 125 ii assay requiring further investigation. The assay is performing acceptably. This is a final report.